Event description:
A medtronic rep reported that the transferred images were flipped upside down. The event did not occur during surgery and no pt was present.

Manufacturer narrative:
The software investigation found that the network image settings at the site needed to be adjusted. After the settings were adjusted, the system was evaluated and found to be fully functional. The system checkout showed no anomalies and there were no further issues.